Event description:
Boston scientific received information from the patient's son that three years ago this product was part of a system explant due to a patient infection. It was noted that the infection ulcerated through the skin, and a skin graft had to be done. It was replaced with a non-boston scientific pacemaker system. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.